Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 230 mg/dl; cause was unknown. Reportedly, the customer left the ER 2 hours later. Troubleshooting with tandem technical support (cts) confirmed the pump was functioning as intended. The customer declined further troubleshooting with cts, and declined to provide additional information.